Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alerted low battery before she could attempt to deliver a bolus. Self -test on the device was performed and the device passed. Customer was assisted with programming a bolus and the device alarmed. Customer stated the device was not exposed to electricity discharge. She cleans the device with a lead crew every other day when she changes out her set. Customer stated there wasn't any dust or debris in the reservoir compartment. Lead screw test was performed and could hear the screw clicked as it turned. Customer attempted to perform another bolus and the same alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's last blood glucose was 256 mg/dl. Customer declined returning the device for analysis and stated she was going to continue use of the device.